Manufacturer narrative:
Additional information was received that the patient's infection was at the pocket site. Symptoms included swelling and dehiscence. The patient was prescribed antibiotics and underwent an explant procedure. The physician believed that the infection was procedure and patient hygiene related. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 18110050, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient developed infection. The patient will undergo an explant procedure.